Event description:
Patient reported that they have an affected lot: 4321040. She says it¿s been harder to push the cassette into the pump lately. She did not have any alarms. She also states she has been dizzy lately. She says she does get dizzy from the medication in the past. Advised patient there is no way to tell if the dizziness is just a side effect/symptoms or an issue due to too much/too little infusion because of the recall. Advised patient to go to the ER. She voiced understanding that we cannot tell what the reason is for the dizziness so therefore, for patient safety patient should go to ER. Pt did not commit to going but understood why. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes, dizziness. If yes, was any medical intervention provided? Advised pt. To go to ER. Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes, in am, did the patient have additional cassettes they were able to switch to? All affected lots, if yes. Was the patient able to successfully continue their infusion? Yes, but unsure if medication delivering correctly, if no, what was the patient instructed to do in able to continue their infusion?, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Yes, ongoing? Reported to (B)(6) by: patient/caregiver.